Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that in-stent restenosis occurred. In (B)(6) 2013, the patient was assessed and categorized under rutherford assessment as class 2 and was treated on the same date. The target lesion was located in the left mid superficial femoral artery (sfa), had 100% stenosis, reference vessel diameter of 4.5mm, a length of 120mm, and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation, placement of a 5x151x130 innova stent and post-dilatation with 0% residual stenosis. The following day, the patient was discharged on antiplatelet therapy. In (B)(6) 2015, in-stent occlusion was noted in the previously stenotic left sfa. In (B)(6) 2016, the patient was hospitalized for the same. The following day, percutaneous transluminal angioplasty (pta) and stent implantation along with thrombolysis was performed to treat the 100% stenosis in the long lesion extending from the left proximal, middle and distal sfa including proximal popliteal artery (ppa). Post treatment, residual stenosis was 10%. One day post procedure, the event was considered to be resolved without residual effects and the patient was discharged the following day.